Manufacturer narrative:
The pad-pak was first installed successfully in august 2009 and performed to specification up to the 25th march 2012. During this time the device records one occasion in which the temperature was recorded below the minimum recommended stand-by temperature. Multiple manual power ups, mainly of ten minutes duration were recorded between the 28th march 2012 and the 26th september 2012. On the 7th october 2012 the device failed the weekly auto self-test due to a low battery. On the 14th january 2013 an increase in voltage suggests a further pad-pak was installed and the device was power cycled passing a self-test. Further multiple manual power ups, mainly of ten minutes duration, where observed between the 31st may 2013 and the 6th august 2015. During this time the pad-pak became depleted and a new pad-pak was installed. There was a fluctuation observed on the pogo-pins and this did not affect the devices ability to deliver therapy. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the course of the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteriesse.

Event description:
There was no patient involved in this event. The unit powers on by itself without manual intervention.